Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had been working with the manufacturer representative (rep) to make adjustments to their bladder stimulator. The patient said they were making increases in the stimulation once a week. When the patient checked the settings the next time it was back at station 2 instead of 4, 5, or 6. The patient didn't know how the program changed on its own. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the patient on 2025-mar-11. The patient called back repeating a continuation of the event previously reported in this case. The patient stated they had been discussing therapy settings with a rep and the rep got "up to stage 6 or 7" and the patient was adjusting the intensity and stated the last time they made a change it came up "step 2" and stated they didn't know how that happened. The patient clarified they saw they were on program 2 and didn't know how it changed to program 2. The patient stated they had gone over programs 5, 6, and 7 with the rep and they were supposed to make changes once per week approximately and then the rep was going to contact the patient, but patient stated they had not heard from the rep. The patient reported when they changed the intensity after the first adjustment they were peeing about once per hour for about 4-5 hours until it settled down. The patient clarified this went on for at least 4-5 hours and they thought it would slow down but it didn't. The patient stated this occurred when they increased the stimulation and it would get better after about 4-5 hours when it settled down. The patient stated they had been discussing with their hcp if they should continue using the device or not. The patient reported they had not really seen a significant change since the beginning. The patient reason for call was to request to speak with the rep. An email was sent to the rep and the patient was redirected to their hcp to contact rep if the patient didn't hear from the rep.

Event description:
Additional information was received from the patient. They reported that the cause was not determined and no steps were taken to resolve the issues. It was reported that the issue was not resolved. Patient stated they spoke with their managing physician directed them to turn therapy off for a few weeks to reassess baseline symptoms. Recommended patient follow the instructions provided by their managing physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.